Event description:
The implant failed due to pt bone condition and health habits. The implant was placed # 33. Moderate oral hygiene. Traditional 2 stage. Fixture was placed with primary closure.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.